Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the very tightly calcified right coronary artery. A 2.75 x 12 synergy ii drug-eluting stent was selected for use to treat the lesion. The physician attempted to put the stent on the wire and advanced it into the guide catheter; however, as the physician was doing so, the shaft had broken just proximal to the exit monorail wire lumen on the delivery system. The shaft broke while still outside the patient, so the device was simply removed from the wire. Another stent was attempted to be used, but was unable to deliver any stent to the lesion. Only balloon angioplasty was performed and the patient was referred to another facility. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis without the distal part of the device including midshaft, outer, inner , balloon, stent & tip. A visual and tactile examination found several hypotube kinks across the length of the shaft and the shaft itself was broken at 776mm distal from the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the very tightly calcified right coronary artery. A 2.75 x 12 synergy ii drug-eluting stent was selected for use to treat the lesion. The physician attempted to put the stent on the wire and advanced it into the guide catheter; however, as the physician was doing so, the shaft had broken just proximal to the exit monorail wire lumen on the delivery system. The shaft broke while still outside the patient, so the device was simply removed from the wire. Another stent was attempted to be used, but was unable to deliver any stent to the lesion. Only balloon angioplasty was performed and the patient was referred to another facility. No patient complications were reported.